Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error on the insulin pump. Customer stated he was unable to clear the alarm. The blood glucose reading was 121 mg/dl. Customer stated that he was working in the yard while the insulin pump was in his pocket, and it may have been exposed to moisture. Customer was advised to remove the battery to stop the alarm. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and scratched reservoir tube window.